Manufacturer narrative:
H10: the device was received for evaluation. The device was returned with a mini cap attached to the female connector. Visual inspection was performed and a cracked main body, broken occluder leg, was observed. Clear passage testing was performed with no issues noted. During leak testing, a leak was observed through a closed twist clamp. The reported condition was verified. The cause of the leak was due to the damaged occluder foot. The cause of the damaged/broken set could not be determined, however the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.